Event description:
On (B)(6) 2010, at user facility, a vygon 3.5 fr umbilical artery catheter developed an interruption resulting in blood loss to an infant who had been delivered prematurely at approximately 28-weeks gestation. The infant was reperfused in response to the blood loss. The incident was reported to the manufacturer, vygon, on (B)(6) 2010. Employees of the user facility did not cause or contribute to the incident. The prematurely born infant expired a month later on (B)(6) 2010 from other causes. The user facility is reporting the incident to the FDA out of an abundance of caution.